Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery spatula (pcs) instrument to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have thermal damage on the monopolar yaw pulley. The material appears to have burnt off from the charring that occurred near the yaw pulley on the tip. Components adjacent to the yaw pulley do not show thermal damage. No damage was found on cables or wires as reported by the customer. The instrument passed the electrical continuity test.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, it was noted that the permanent cautery spatula instrument had a frayed cable. The procedure was completed with no reported injury.